Event description:
According to the reporter: the patient alleged injury. She continues to have pai during intercourse, and constant bladder infections.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4).